Event description:
It was reported that the set o2 concentration was not achieved while ventilator was connected to a patient. The ventilator was replaced with another one. The patient died 2.5 hours after the replacement. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by the trained biomedical engineer at the user facility. No service was requested. No anomalies were found during a simulated use test, no o2 fluctuations were reproduced and no deviations was measured with an external flowmeter. The pre-use check successfully passed after the event. No part was changed and no new events have been reported on this ventilator until this date. Evaluation of the received ventilator logs could confirm the reported event. Between january 9, 2020 and the reported event date january 17, 2020, several alarms for high and low o2 concentration were generated. A patient circuit test was confirmed to be successful prior to the ventilation period was started and after this ventilation period, a successful pre-use check was also performed. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the set alarm limits are exceeded. The reported problem could not be reproduced, the cause has not been established in this investigation. H3 other text: 4117.

Event description:
Manufacturer's ref#: (B)(4).